Event description:
It was reported that the procedure was cancelled. A ce rotablator was selected for an atherectomy procedure. The ce rotablator kept stalling during the procedure. The procedure was then cancelled. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: on visual inspection the rotablator console was received in good condition, the rotablator console passed the rotablator functional testing.

Event description:
It was reported that the procedure was cancelled. A ce rotablator was selected for an atherectomy procedure. The ce rotablator kept stalling during the procedure. The procedure was then cancelled. No patient complications were reported.